Event description:
It was reported that during a pump replacement, it was found that the pump was empty when the low reservoir date was (B)(6) 2015. It was not known when the volume discrepancy first started. The patient had nausea and vomiting, dehydration, and passed out at home and broke her arm. The cause of the discrepancy was not determined. The pump system was being used to infuse hydromorphone. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Refer to manufacturer's report # 3004209178-2015-13051 for information regarding reason pump was being explanted].

Manufacturer narrative:
Concomitant product: product ID 8711; lot # j10949r65, implanted: (B)(6) 2001, product type catheter. (B)(4).